Manufacturer narrative:
The customer reported that greenline laryngoscope handle light flickers however no affected product was returned and no part number, lot number or description was reported. Product in inventory was not evaluated as lot number(s) was not provided and review of video showing product in question was inconclusive regarding performance.

Event description:
The customer alleges that "handles are flickering" no other details were provided and no patient injury/harm reported.